Manufacturer narrative:
Add'l info was rec'd indicating that on (B)(6) 2013, the MFR's technical services rep conducted a percutaneous lead distal end replacement according to procedure. The pt rec'd a transplant on (B)(6) 2013. The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that multiple pump stoppages and low speed operation were noted on the history screen.